Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of stent where iris has created pas to inlet, peaked pupil, iritis, and tapering off steroid; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that after the stent implantation procedure, the iris had created peripheral anterior synechiae (pas) at the inlet, which was causing a peaked pupil. The patient had one episode of iritis a few weeks after tapering off steroids. It promptly resolved with two weeks of corticosteroid eye drops, administered once daily. Additional information has been requested.